Event description:
Adr reported information: customer (adr (B)(6) purchased the disposable pen needle on (B)(6) 2024 in pharmacy. When injecting insulin on july 23, customer found canula was clogged, liquid could not be injected. Considering the needle was used multiple times, customer discarded it immediately. Injection went smoothly after replaced a new needle. Call center confirmed the information with customer on aug 1: the needle was used multiple times by customer which caused needle clogged. Pharmacy has advised customer to inject with a new needle each time. No photos taken, no samples retained, and no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on the retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.